Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient received sensor readings of 73 mg/dl in the morning that decreased to 71 mg/dl in the afternoon. It was not documented if the patient checked the bg or self-treated the low egvs. The patient felt dizzy, lightheaded, and had blurry eyes. The patient attempted to call her husband at work to help her. The husband called the paramedics. The patient was reportedly unable to perform the fingerstick and compare before going with paramedics. The patient reportedly passed out on the bed. The husband was with her when the paramedics arrived, and they gave the patient some water. According to the report, the patient could not remember in detail why and said no medication was prescribed or given at all. The patient was reportedly only under observation. The patient was released the same day and could not recall the time she was released nor the fingerstick number from that time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.